Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after sigmoid anastomosis firing, the patient came back with a leak. A colostomy was created and then colostomy take down procedure was completed on (B)(6) 2021.